Event description:
Report rec'd from abbott international (abbott canada) that states: "as the care giver (nurse) was disconnecting the needle portion of the tubing, the rubber end of the secure lock came off and there was a splash of blood and body fluids in the nurse's face. The caregiver was seen by a dr as per normal proteocol. The nurse needed to have her eyes flushed out as result of the incident. The nurse also needed to undergo blood work because the pt was suspected to be mrs+(to be confirmed)." Add'l correspondence dated 7/14/99 indicated:" as previously mentioned the nurse was exposed to a pt's blood and body fluids as result of a device malfunction. The pt was mrsa+. The main concern for the blood work is to test for hep. B and c and hiv transmission. This is done as a precautionary measure. The person is counseled by a physician to establish the risk of exposure and based on the risk assessment, the pt may be advised to take prophylactic medications. The prophylactic treatment consists of chemotherapeutic agents and the regimen is considered to be quite severe. In this particular incident, reporter does not know the physician's eval of risk, but the nurse is not taking any prophylactic medications as a result of the incident." No add'l info is available.